Event description:
The customer reported that there was image on the monitor and no power to the monitors. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the f3 fuse on the workstation. The system operates as intended.